Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o ring, missing reservoir retainer, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer.

Event description:
Information received by medtronic indicated that there was crack at near the battery on the side to the back. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.